Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that on the night prior to the date of this report, they were attempting to program the device off, but when the gray power button was pressed, there was no "buzz" and the implantable neurostimulator (ins) didn't turn off. It was also stated that during this time, a poor communication screen was displayed so they moved the programmer around, but the poor communication was not resolved. It was confirmed that the patient programmer seemed to be functioning normally but the patient does not use an antenna. Troubleshooting was performed, but was limited due to a lack of access to the patient programmer. No symptoms were reported.

Event description:
A friend or family member of the patient reported that in (B)(6) 2016 the patient had tried all groups (a, b, c, d, e) and were doing well on their current setting until the hcp made adjustments on (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.